Event description:
It was reported that an ilet device became unresponsive and appeared completely discharged, showing a brief homescreen only while connected to a charger and going dark when removed, consistent with a potential device power or display malfunction. Symptoms included no injury or adverse clinical effects. Outcomes included temporary interruption of automated therapy and the user¿s transition to backup therapy. Investigation included customer counseling and basic troubleshooting, including verification of charging status and guidance to keep the device on the charger and confirm a charging indicator. Investigation of this case revealed that the device appeared to accept charge only while connected, suggesting a possible depleted battery condition or screen/power control anomaly. It was concluded that the event involved a device operational issue without patient harm, with continued monitoring advised.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.